Event description:
It was reported by a customer in (B)(6) that, during a procedure, the mallinckrodt endobronchial tube cuff would not inflate. The event did not prolong the hospital stay. There was no reported patient injury.

Manufacturer narrative:
The product is expected to be returned for an investigation. However, it has not been yet received. Covidien reference # (B)(4).

Manufacturer narrative:
Covidien reference: (B)(4). The received device was visually inspected, and it was determined that it was not manufactured by covidien. No additional investigation will be performed.